Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 290 mg/dl. Customer stated that the act button was not working. Customer reported that the alarm occurred when she was trying to give a bolus. Customer has not been able to treat. Customer has insulin but does not know how much to give on the sliding scale as she has not used it in a long time. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Findings: act button did not respond due to flattened button dome switch. Pump received with minor scratched display window, broken battery tube threads, cracked reservoir tube lip and cracked reservoir tube.